Event description:
It was reported that during an unknown procedure, the device was fired and clips crossed as they were being applied. Some clips also came off after applied. The case was completed with another device of the same product code. There was no bleeding and no leaks were reported. There was no patient consequence.

Manufacturer narrative:
(B)(4). Jaw (yielded jaw and jaw misaligned): the analysis results of the er320 device found that it was received for analysis. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 3 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.